Event description:
A cayenne medical aperfix acl fixation device was found to be prominent in the intercondylar notch and the prior acl reconstruction graft no longer attached. The aperfix device was removed and another acl reconstruction performed using interference fixation screws this time. Dates of use: (B) (6) 2008 -- (B) (6) 2010. Diagnosis or reason for use: torn anterior cruciate ligament.